Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (16 mg/ml at 2.852 mg/day) and marcaine (25 mg/ml at 6.238 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient had an abdominal surgery unrelated to their pump.  Over time, their pump began to move considerably and caused discomfort.  It was stated that the pump would move down into their vaginal area at times.  Factors that may have led or contributed to the issue include an unrelated abdominal surgery might have compromised the pump pocket.  No diagnostics or troubleshooting was performed.  Actions/interventions included surgical intervention where a pump  pocket revision was performed successfully.  It was noted the issue was resolved at time of report.  The patient's status at time of report was alive-no injury.  The patient's weight was asked but unknown.  The patient's medical history included cervical radiculopathy.  The event date was 2020.  No further complications were reported/anticipated.